Event description:
It was reported the system had a cine disc failure and would not function in cine mode. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disc was formatted during the service call. The system was tested and found to be working as intended and put back into service.